Manufacturer narrative:
Investigation: per the customer, the reaction is due to the ffp being used as a replacement fluid, not due to the functionality of the machine. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Per the therapeutic apheresis : a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Symptoms of the allergic reactions may include shortness of breath (breathlessness) as experienced by the patient. Spectra optia apheresis system essentials guide also provides the following warning for solutions and medicinal fluids: when using biologically-derived replacement fluids, closely monitor the patient for reactions. Root cause: based on the clinical findings, the patient developed an allergic reaction to fresh frozen plasma used as a replacement fluid.

Event description:
The customer reported that approximately 32 minutes into a therapeutic plasma exchange (tpe) procedure, the patient experienced breathlessness. Per physician's order,the procedure was paused and patient was administered (IV) benadryl 50 mgs IV, 20 mgspepcid IV, and 100 mgs solucortes (IV) intravenously to manage the symptoms caused as are sult of a reaction to the fresh frozen plasma (ffp) being used as replacement fluid. The customer contacted terumo bct support specialist 30 minutes after giving the medication to the patient and wanted to know if they can resume the procedure with the same set. The support specialist instructed the operator to consult the physician as terumo bct do not have any recommendations for resuming a procedure that has been stopped for 10 minutes and the centrifuge has stopped spinning. During subsequent follow-up with the customer, the operator confirmed that after notifying the physician, the decision was made to start over with another disposable set using remainder of ffp. Per customer, the patient was feeling much better following the administration of the medications and is reported in the stable condition. The customer declined to provide patient identifier (ID).the tpe set is not available for return because it was discarded by the customer.